Event description:
Pt had a marshall-marchetti krantz, post repair on 11/17/93. At 7:50 am, on 11/19/93, her physician removed the drain with difficulty. He clipped the suture and removed the drain. The end was uneven. A new drain was obtained to compare length. The one formerly in the pt measured approx 3 1/2 cm shorter. The pt was retured to or for wound and exploration. Physician stated there was a suture close to remaining portion of drain. Pathology examined drain and reported it to be 4 cm in length.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.